Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragmented device") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of elective abortion, parity 2 and multi gravida. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced device breakage (seriousness criterion intervention required), alopecia ("alopecia"), erythema ("erythematous plaques"), asthma ("asthma"), nasal pruritus ("nasal itching"), rash ("skin rash"), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent bilateral salpingectomy by laparoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, allergy to metals, alopecia, asthma, device breakage, erythema, nasal pruritus and rash to be related to essure administration. The reporter commented: 16apr2019: underwent bilateral salpingectomy by laparoscopy; the new essure material was removed. (B)(6) 2020. Exploration of the abdominal cavity by laparoscopic approach was finally decided (in collaboration with surgery) for the removal of the residual ''fragment''. (B)(6) 2020¿ (B)(6) 2020. Admission for scheduled surgery: abdominal foreign body removal (fragment of essure device). (B)(6) 2020. Exploratory laparoscopy was performed with extraction of the essure fragment. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2011: placement of essures without difficulty [laparoscopy] on (B)(6) 2020: extraction of the essure fragment [x-ray] on (B)(6) 2011: follow-up after essure placement: devices well inserted and deployed based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragmented device") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of elective abortion, parity 2 and multi gravida. On 30-jan-2011, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criterion intervention required), abdominal pain ("abdominal pain"), alopecia ("alopecia"), erythema ("erythematous plaques"), asthma ("asthma"), nasal pruritus ("nasal itching"), rash ("skin rash") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent bilateral salpingectomy by laparoscopy).essure was removed on (B)(6) 2020. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, allergy to metals, alopecia, asthma, device breakage, erythema, nasal pruritus and rash to be related to essure administration. The reporter commented: 16apr2019: underwent bilateral salpingectomy by laparoscopy; the new essure material was removed. (B)(6) 2020. Exploration of the abdominal cavity by laparoscopic approach was finally decided (in collaboration with surgery) for the removal of the residual ''fragment''. (B)(6) 2020 ¿ (B)(6) 2020. Admission for scheduled surgery: abdominal foreign body removal (fragment of essure device). (B)(6) 2020. Exploratory laparoscopy was performed with extraction of the essure fragment. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2011: placement of essures without difficulty [laparoscopy] on (B)(6) 2020: extraction of the essure fragment [x-ray] on (B)(6) 2011: follow-up after essure placement: devices well inserted and deployed quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-feb-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragmented device") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of elective abortion, parity 2 and multi gravida. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criterion intervention required), abdominal pain ("abdominal pain"), alopecia ("alopecia"), erythema ("erythematous plaques"), asthma ("asthma"), nasal pruritus ("nasal itching"), rash ("skin rash") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent bilateral salpingectomy by laparoscopy).essure was removed on (B)(6) 2020. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, allergy to metals, alopecia, asthma, device breakage, erythema, nasal pruritus and rash to be related to essure administration. The reporter commented: (B)(6) 2019: underwent bilateral salpingectomy by laparoscopy; the new essure material was removed. On (B)(6) 2020. Exploration of the abdominal cavity by laparoscopic approach was finally decided (in collaboration with surgery) for the removal of the residual ''fragment''. On (B)(6) 2020. Admission for scheduled surgery: abdominal foreign body removal (fragment of essure device). On (B)(6) 2020. Exploratory laparoscopy was performed with extraction of the essure fragment. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2011: placement of essures without difficulty. [Laparoscopy] on (B)(6) 2020: extraction of the essure fragment. [X-ray] on (B)(6) 2011: follow-up after essure placement: devices well inserted and deployed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-feb-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.